Event description:
Boston scientific received information that this right ventricular (rv) lead was attempted at implant. Low r-wave measurements were observed and an attempt to reposition the lead was made. While attempting to reposition the lead the tip became stuck in the tricuspid valve and the chordae tendineae. The physician elected to cap this lead and implanted another rv lead without further complication. No adverse patient effects were reported.

Manufacturer narrative:
This lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.